Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. The patient's ra and rv leads were non-boston scientific products. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) exposure, and if they were unable to confirm emi then to perform lead testing. This pacemaker remains in service. No adverse patient effects were reported.